Event description:
The pt stated, that she pulled her insulin cartridge from her infusion device and the plunger stayed attached to the piston rod, causing insulin to spill into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device and he was instructed to let the infusion device air dry for 24 hours. The pt switched to her backup infusion device and she did not experience any physiological effects. Upon follow up, the pt stated that she reconnected to her primary infusion device and it is functioning properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.